Manufacturer narrative:
Intermittent button response due to moisture damage keypad trace. Cracked display window corners, battery tube threads cracked, broken beltclip slot,cracked reservoir tube lip, reservoir tube cracked, display window missing. No display anomaly or year 2099 stuck on display. Time/clock ok. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a display anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.